Manufacturer narrative:
The device was returned and the evaluation found that the internal lens had a crack, the light guide bundle has breakage and the main body has a crack. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the telescope had the lot lens cracked. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause could not be identified although it was presumed to have been caused by external, excessive force. Olympus will continue to monitor field performance for this device.